Event description:
Multiple instrument failures resulting in inability to produce donor testing for hepatitis b surface antigen and core antibody, hepatitis c antibody and htlv I/ii antibody. Failures include an incorrectly assembled data bus, multiple pumps, heaters, barcode reader, and refrigerator. Extensive replacement of parts has not improved instrument reliability or ability to perform donor testing under 21 cfr 1271 requirements. Due to in instrument and test failures, we have been unable to validate the instrument and test procedures for donor screening testing in the six months since the instrument was delivered.